Manufacturer narrative:
E1 facility address: (B)(6). The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had abnormal image during set up / inspection for use. There were no reports of patient involvement.